Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a maternal perineal lateral incision, the doctor found that the perineal wound was not growing well; the thread was not able to be absorbed, and the sutures were removed to clean the wound. It was also noted that the hospital stay was extended.